Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 sates, "early or late postoperative infection and allergic reaction." Number 11 states, "wear and/or deformation of articulating surfaces." Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4). The following sections could not be completed with the limited information provided: expiration date - unknown; manufacture date ¿ unknown.

Event description:
It was reported patient underwent an initial left total knee arthroplasty on (B)(6) 2011. Subsequently, patient underwent an arthroscopy procedure on (B)(6) 2015 due to pain and swelling. During the procedure, grey staining, wear and metallosis on the surrounding tissue caused by an uncemented tibial component were noted. Patient was revised on (B)(6) 2015 due to (B)(6). All components were removed and replaced with cement spacer molds. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent an initial total knee arthroplasty on (B)(6) 2011. Patient subsequently reported pain and swelling. Patient underwent an arthroscopy procedure on (B)(6) 2015. During the procedure the surgeon noted grey staining on the tissue starting at the device. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to staph infection. All components were removed and replaced with a carbon fiber rod and fusion of the knee with cement. During the procedure, the instrument fractured into two pieces outside of the patient's wound, as the tibia component was well fixed to the bone. There was no injury to the patient or delay greater than 30 minutes. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.